Event description:
Philips received a complaint on the device efficia dfm100 indicating that device is experiencing reboot loop after software update and can no longer be operated. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by the philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the device after a software upgrade was stuck in a loop. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The asp while trying to do a software update at the service facility resulted in the device being stuck in a loop. The som printed circuit assembly was replaced, and the device returned to full operation. No further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was som module. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.